Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s relevant medical history included hypertension (htn), atrial fibrillation (afib), congestive heart failure (chf), depression, and hemiparesis. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a trial patient. It was reported that the patient had a fever and was feeling nauseous and dizzy, so they called the hcp and was waiting to hear back from them. They felt some pain in their back regarding the stimulation, so they lowered it down to 1.6 and felt comfortable. They stated there might be pain by the incision area from the procedure. About a day later, it was further reported that they adjusted stimulation due to pain and the pain had subsided since adjusting. On (B)(6) 2017, the patient further reported that they had soreness and pain. They turned down the stimulation and it helped relieve pain, but there was still some soreness. The issue was noted to be resolved at the time of the report. On (B)(6) 2017, they were still running a low fever and still had back pain. On (B)(6) 2017, it was reported by the hcp that the pain, fever, nausea, and dizziness was resolved. The patient had a fall. During stage 2, they found the lead had moved so there was a full revision and the complaint had resolution. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.